Event description:
It was reported the device was missing the patient hose outlet. No patient involvement reported.

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus complaint of customer loosing patient output connector was verified upon visual inspection. This is believed to be user error interface. Action was taken to replace the outlet fitting. Reported there was no patient involvement.

Event description:
Investigation completed and summary in h10.